Manufacturer narrative:
(B)(6). Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer observed that attempted to change the linearity for troponin from 0.0000 to 0.0020 and when they saved the change, the linearity reverted back to original value of 0.0000 on architect i2000sr system software (B)(4). There was no reported impact to patient management.